Event description:
On (B)(6) 2013 the reporter contacted animas alleging a blood glucose of 550 mg/dl with lethargy related to the pump losing prime several times over the course of a few hours. The reporter confirmed that the cartridge cap was tight, the cartridges were not reused, the cartridges were cycled appropriately, there was no exposure to large temperature changes, and there were no alarms related to the event. This event is reported based on the allegation that the patient experienced hyperglycemia related to the allegation of the multiple loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/25/2014 with the following findings: the pump black box showed evidence of loss of prime warnings associated with low non-zero force. During testing, the pump ezprime steps were performed and the pump was exercised for 24 hours without issues. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A force sensor calibration test was performed and the pump was found to be detecting force appropriately. The pump cover was removed and no force sensor defects were identified. The reported loss of prime issue was observed in the pump black box but was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.